Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 500 mg/dl. The customer stated that she changed out her set and was feeling bad. The customer took some insulin and it went down very little. The customer stated that the sure t needle was bent. The customer declined to troubleshoot for the bent needle and for her high blood glucose readings. The customer will be sent a replacement pump.